Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 10/22/2015, to report that on (B)(6) 2015, the receiver lost data for a duration of time. No additional event or patient information is available. The complaint device was not returned. The receiver data log was provided by the patient and reviewed; however, the complaint cannot be confirmed. A root cause cannot be determined.